Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was to be used in the bile duct during a placement of a biliary stent procedure performed on (B)(6) 2015. According to the complainant, the stent was to implanted to treat a 3cm stricture due to bile duct cancer. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician advanced the device to the target area and partially deployed the stent, however, the patient's oxygen saturation level went down to the 70's. The stent was then removed from the patient together with the endoscope. More oxygen was given to the patient and the patient recovered. The procedure was not completed due to this event. However, in the physician's assessment, the patient's condition did not change due to the wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.